Event description:
It was reported by the patient that a few days after the implantable pulse generator (ipg) implant the patient developed "thrombosis of the left subclavian vein". The patient also inquired about "how often that happens". The right atrial (ra) lead and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, (B)(6) 2013. (B)(4).